Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device change-out due to eri, low hv lead impedance was observed. The lead was successfully capped and replaced on (B)(6) 2916. The patient was in stable condition.